Event description:
Upon initiation of dialysis treatment, blood was noted in the dialysate outflow. Treatment was terminated, and only the arterial line blood was returned to the pt. The pt was reported to be stable throughout the event and no special treatment was required. A new dialyzer and circuit was set-up and dialysis was completed without further incident. The reported blood loss was estimated at 200cc. The involved dialyzer was being used for the sixth time. Broken fibers were reported to be observed at the arterial end of the dialyzer. The involved unit was discarded on the day of the event.